Event description:
This device was implanted on (B)(6)2013 and was explanted on (B)(6)2013. A product report created on (B)(6)2013 indicates that entire system were explanted of which includes this device with an unknown patient condition. The physician was dr. Saumya sharma at memorial hermann hospital in houston, tx. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).